Event description:
Customer reported that he was unable to check his blood glucose levels because of his adc products were delivered to a wrong address. Customer further reported subsequently experiencing weakness and shakiness. Paramedics came and gave him a "shot" to lower his blood sugar. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The medical event was related to a delivery issue, hence there is no indication of a product malfunction. Therefore no investigation of the product is required.